Event description:
It was reported via social media that the patient had difficulty charging the ipg due to pain behind the battery site where a scar tissue grew. Swelling at the battery site was also reported. The patient underwent an explant procedure. No further information could be obtained.